Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece for analysis. A visual examination found an external insulation abrasion at 10.4cm to 11.1cm from the connector pin, breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the right atrial (ra) lead exhibited noise episodes. The ra lead was explanted and replaced. The patient tolerated the procedure and was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing which result in a mode switch.